Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The fracture surface of the probe showed that crack developed from contact mark. The proximal side of the tissue pad was worn. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard object. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. Also it was known that the coating of the grasping section was damaged when the user scraped tissue or coagulum on them with a sharp object. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. If the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a myomectomy, the subject device was used. In the procedure, ultrasonic level error occurred and the probe of the subject device broke. The intended procedure was completed with another device. There was no patient injury reported. On dec 28, 2018, olympus medical systems corp. (Omsc) found that the probe was broken off and the coating of grasping section was partially missing. This is the report regarding the breakage of the probe and the missing of the grasping section coating.